Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the issues reported all occur with one single suture? If not, please specify the quantity involved for each event (# of bent needle(s), # of broken needle(s), # of blunt needle(s) and # of snapping suture(s) the problems were only reported with a single thread/needle. I don´t know of any other cases. Unfortunately, the faulty thread was discarded and therefore cannot be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an epithelialized tracheostomy procedure on an unknown date in 2023 and suture was used for anastomosis of the skin/trachea. The following events occurred: bending of needle during use ¿ breaking of needle during use ¿ blunt needle already after one suture ¿ snapping of suture during knotting. These problems were only reported with a single thread/needle. There were no reports of other cases. No adverse patient consequences were reported. No additional information was provided.